Manufacturer narrative:
Eval codes, results: endoleak, graft migration. Conclusion: other (unk cause of migration).

Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately 5 years and 10 months ago. Vessels were moderately tortuous and mildly calcified. It was reported that at the time of implant, a possible distal type I endoleak was noted, so the physician elected to implant an extension graft. In addition, some blushing and possible type ii endoleaks were observed; however, the source of the blushing or type ii endoleaks was unk. Ballooning was performed, but the leaks were still present; however, there were no reported complications at the end of the procedure. Last month it was reported that the talent stent graft had migrated 5 cm from the renal arteries and that the proximal bare stent appears to have possibly fractured and is proximal to the migrated graft in the pt's aorta. No type I endoleak related is evident, and no adverse effects on the pt have been reported. It is unk whether the intervention has been performed at the time of this report.